Event description:
Right hip revised for dislocation. Severely deficient capsule due to necrosis. All components removed and replaced with biomet.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving an unknown trident shell was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: clinician review of the provided x-ray concluded "principal root cause of failure was cup malposition with excessive inclination and anteversion leading to impingement and dislocation. Because cup position was the principal problem and the surgeon is responsible for optimal component placement, principal root cause of failure is procedure-related. [...] No indications for presence of device-related factors are seen while the available failure scenario presents a plausible explanation for all facts and findings reported. As such root failure cause of this pi case is not device-related." Device history review could not be performed because the device associated with this event was not returned nor was it properly identified. Complaint history review could not be performed because the device associated with this event was not returned nor was it properly identified. Conclusions: clinician review of the provided x-ray image determined the probable root cause of the reported dislocation to be malposition of the acetabular component. As the x-ray demonstrates the joint in a reduced state the dislocation cannot be confirmed.

Event description:
Right hip revised for dislocation. Severely deficient capsule due to necrosis. All components removed and replaced with biomet.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident psl cup. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.